Event description:
#Medwatcher #(B)(4). Abdominal pain, bloating, very heavy periods, rashes, headaches and joint pain.

Event description:
(B)(4). Bruising. Headaches. Stabbing abdominal pain. Bleeding after sex. Spotting between periods.